Event description:
Per spontaneous call from the hospital, patient presented to ER with high pressure alarm. Rn to check central line to rule out blockage. Rn advised to call back if determined to be pump problem but we did not receive a call back. Serial number of tubing unknown, unknown if product is available for return. No further information available. Indication: primary pulmonary hypertension. Reported to (B)(6) by: health professional.